Event description:
It was reported that during an lsh procedure, the tissue pad fell off the device and into the patient. Another device was opened, and the same thing occurred. The pieces were retrieved. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.